Manufacturer narrative:
Additional information: h6 and h10. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. The device was not emptied after 48 hours. The nurse verified the permeability of the device and the reflux and injection were ok as well as position and connection of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.